Manufacturer narrative:
Product investigation is in progress.

Event description:
Physically remove the them. Out of my body- vagina [foreign body in reproductive tract] strings became disconnected- tampon [device breakage]. Were already detached upon opening the wrapper¿strings- tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampon detached. No serious injury reported.